Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the reported monitor was suspected to have caused this event. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as it did not pass bench testing due to an open from pin 1 of the hd15 connector to pin 1 of the db25 connector. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's staff cart monitor flickered between blue and white when manipulated. There was no patient present when this issue was identified.